Event description:
Allegedly, modular neck fractured inside of a profemur z stem, tried removal instrument set and the tap broke of inside of the neck, the surgeon then removed the entire stem and use a different company to complete hip revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.